Event description:
It was reported that after the coil was positioned in the 6mm vessel diameter internal iliac artery from a guiding catheter, the coil was pulled from and pushed into a few times; the coil was stretched and unintentionally detached. The coil was withdrawn, removed, and was replaced with another coil which was used without problems. Subsequently, the procedure was successfully completed. There was no reported patient injury or harm.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The unintentional detachment of the coil could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
The investigation of the returned coil system found the distal portion of the implant partially deployed and stuck in the distal end of the returned microcatheter, and the proximal portion to be severely stretched, broken and stuck in the returned microcatheter. The pusher was not returned for evaluation. Without the return and evaluation of the pusher monofilament, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). The microcatheter used in the procedure was found to have multiple kinks at the distal section, which may have caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.